Event description:
It was reported the pt has lost stimulation. The charger and programmer can no longer communicate with the ipg. The pt has not recharged the ipg in over two months. It was also reported the pt had fallen. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.